Manufacturer narrative:
Corrected information added to b1. Adverse event was reported should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a picture of the set and companion sample were available for evaluation. The visual inspection of the picture did not confirm the air bubbles and the reported defect was not confirmed on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 20 minutes into treatment with three (3) units of prismaflex st150, the customer noticed the presence of micro air bubbles and early coagulation was present. The treatment was ended without blood restitution in two of the three events resulting in a blood loss of 400 ml. The patient received a transfusion of one unit of packed red blood cell one day following the event. The event occurs during use.

Manufacturer narrative:
Corrected information added to h1. Should additional relevant information become available, a supplemental report will be submitted.